Event description:
It was reported that during an unknown procedure, when the surgeon fired the device and opened the jaw, he found only half staples were fired. Then the surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was returned in good condition. A white cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/3 fired and the right side was fully fired. The cartridge lockout was found normal. The cartridge was disassembled to verify the condition of the internal components and one driver and the left side of the sled was found damaged. In addition the cartridge deck was found damaged, the damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced, the wedge band will bypass the sled. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).